Event description:
Report received indicating "at set up when the bolus button was placed in the pump jack, the pump started and kept on bolusing" and did not stop when the nurse expected it to. The pump was reportedly set to infuse hydromorphone 250mg/250ml (1mg/ml), 0.6mg/hr continuous infusion, 0.5mg pca bolus with a 10 minute pt lockout. The nurse stopped the pump and it was replaced. There were no adverse effects to the pt.